Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were non-sustained ventricular tachycardia (nsvt) and high rate non-sustained (hrns) episodes observed on the remote transmission. In addition, there was intermittent undersensing, and previously recorded high thresholds on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.